Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a vns therapy pt could no longer feel normal or magnet mode stimulation even when the output current and pulse width were increased to their highest possible levels. Diagnostic testing showed the system to be operating within normal limits, however, the pt was still referred for revision surgery because the treating physician believed there to be a lead discontinuity. The pt's lead and generator were subsequently replaced good faith attempts for the return to the explanted products for analysis are currently being made.